Event description:
It was reported that during a da vinci surgical procedure, the pitch cable from the small grasper retractor instrument was found to be broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. Intuitive surgical, inc. (Isi) received a picture of the instrument and based on the picture failure analysis provided the following information: the instrument had a broken pitch cable. The segment containing the cable crimp was still attached. The cable appears to be broken at/near the distal clevis hub or the pulleys below the distal clevis. The other pitch cable was derailed from the pulleys below the distal clevis. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; a broken pitch cable if to recur could cause or contribute to an adverse event.